Event description:
A study report article titled "objective and subjective outcomes following implantable collamer lens (icl) implantation for the correction of myopia." This was a prospective, interventional study of 67 eyes from 37 patients who underwent icl implantation in order to assess their post-operative outcomes. It reports that following an implantable collamer lens (icl) implantation procedure, transient glare and halos were reported by 6 patients (9.4%), which resolved by the 3-month follow-up. Two of 37 patients (5.4%) developed increased iop due to steroid response at 2-week post surgery. After discontinuing the steroid eye drops, both patients regained stable iop at five weeks without the need for topical antiglaucoma medications. The author concludes that this study demonstrates that icl implantation is a safe, effective, and predictable option for the correction of high myopia, providing excellent visual outcomes, refractive stability, and significant improvements in patient-reported outcomes'.

Manufacturer narrative:
H3- the lenses remain implanted. Iop elevation from baseline, significant glare and/or halos (under night driving conditions) is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4)